Event description:
The facility reported an infusion pump that failed raw sensor data value with liquid > 157. This event was reported to have occurred during bio-med testing. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA may 8, 2007. Evaluation summary:during evaluation reported condition of failing raw sensor data value with liquid line > 157 was confirmed. During inspection of the device, and out of specification air in line printed circuit board (ail pcb) was found. The ail pcb was replaced. The pump was tested for proper operation and pump found to function properly.